Event description:
It was reported that an ilet pump¿s housing split into two with the screen bezel separating, while the device remained operable and blood glucose was unaffected; the patient did not know how the damage occurred, the screen remained usable, no injury occurred, no usability issues were reported, and the device had been synced prior to shutdown. Symptoms included no adverse clinical effects. Outcomes included continued therapy without interruption and no medical intervention. Investigation included remote troubleshooting and user education, confirmation of data sync, and arrangement for device return and replacement along with an extra charging pad. Investigation of this case revealed physical damage to the pump enclosure consistent with screen bezel separation while the display and core functions remained usable. It was concluded, based on previously established findings for similar reports, that the cause was mechanical housing failure of the screen bezel area of the device.

Manufacturer narrative:
Initial.